Manufacturer narrative:
The battery cap has not been returned to animas for evaluation. According to animas records, the patient was advised on (B)(6) 2011 that there was an issue with the battery cap; the patient was advised to use a back up treatment plan until a new cap could be ordered. There is no record of the patient ordering a new battery cap. The patient continued to wear the pump and continued to have the pump reboot on her. The patient was unable to advise if the battery cap was replaced since (B)(6) 2011. Customer support also indicated that the patient may have been incorrectly securing the battery cap to the pump; the patient was using fingers to tighten the cap. It is suggested to tighten the cap until the yellow o-ring is no longer visible and the battery cap is properly secure. The patient was unable to advise if the yellow o-ring was visible. The user guide instructs the patient to replace the battery cap every six months and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Anm ir1200/1250/2020/otp battery cap.

Event description:
The pt states on (B)(6) 2011 she was admitted to the ER with a blood glucose of 590 mg/dl; the patient was treated with intravenous insulin. The patient reported that the pump had no power at time of admission. The patient reported that the pump was rebooting on her since (B)(6) 2011 when she called into customer support. Customer support explained to the patient that she was previously advised on (B)(6) 2011 that there was an issue with the battery cap and she was instructed to use a back up plan until the cap could be ordered; customer support advised the patient that there was no record of a battery cap being ordered. Customer support reviewed the battery cap replacement guidelines with the patient. The patient declined to troubleshoot the pump as she stated "she has tried everything." Customer support determined that the patient was also not properly securing the battery cap to the pump. The patient reported that she used her fingers to secure the cap and stated that occasionally she will use a coin. The patient reported that she could not confirm or deny if the battery cap's yellow o-ring was visible. This report is made based on the allegation that the patient was hospitalized while using insulin pump therapy.